Event description:
On (B)(6) 2012, the reporter contacted animas, alleging a prime (load step malfunction) issue in that the pump did not recognize the filled cartridge and pushed all the insulin out of the infusion set tubing. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1 (B)(4) 2013 - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the pump black box showed no evidence of loss of cartridge detection. The pump performed the rewind, load, and prime steps successfully with no alarms. A force sensor calibration test was performed and the force sensor was found to be out of calibration. The pump was opened and contamination was found in the force sensor assembly.